Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise and high thresholds. Additional information indicates that this ra lead was explanted. No adverse patient effects reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.